Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose and customer was in the intensive care unit with ketoacidosis. The customer¿s blood glucose at the time of incident was 50 mg/dl and current blood glucose was 105-125 mg/dl. The customer had another blood glucose of 201 mg/dl and 70 mg/dl. The customer was vomiting. The customer treated with the food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery alarm. The insulin pump will not be returned for analysis.